Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the clinic had called to state they did not received the patient's scheduled transmission. Further investigation indicated that patient services directed the patient to reset the switches and try again. However, the start/stop button will not begin the transmission. Patient services had the patient unplug and reconnect the remote monitor to the wall jack and press and hold the start/stop button again. This resulted in a successful transmission. This was confirmed by the support console database. There were no patient complications reported as a result of this event.